Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was unable to be interrogated. It was unknown by the patient and the clinician when the device was last checked and it was said to be "turned off" at one time but the clinician was unclear what was meant by "turned off". The device was planned to be removed the day of the report. No patient complications have been reported as a result of this event.